Event description:
Instrument engagement failed. The sureform 45 stapler was used, the load fired correctly the first time, the second load did not fire properly, and the sureform 45 instrument could no longer be used. Healthcare providers were notified of IFU update.